Event description:
The line was connected to the pt (B)(6) 2012 in the (B)(6) department. The cvc was placed into the subslavian vessel and a syringe pump was placed near the pt's feet. The bd q-style device, stopcock, filter, tube and add'l stopcock portions of the pt's line were exchanged (B)(6) 2012. Twenty hours after the exchange, during the infusion, the pt's EKG monitor/pressure down alarm activated, and leakage was found on the pt's bedding from the bd q-style device. The pt's blood pressure went down rapidly and a fast flush was conducted with the syringe pump. With this treatment, the pt's blood pressure went back to normal.

Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).